Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead would not come out of the header. The lead was replaced, it was unclear if the lead was capped or explanted. No information was provided relating the reason for the surgical procedure. No other complications were reported.